Event description:
Healthcare professional reported an extra-capsular rupture of the right device and siliconoma. Healthcare professional also reported an intermediate grade ductal carcinoma in situ; this event is not device related. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an extra capsular rupture of the right device discovered via medical exams an intermediate grade ductal carcinoma in situ. Device has been explanted.